Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2312 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2312 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("it is noted that the tip of one essure coil protrudes through the wall of one fallopian tube.") In a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of heart disease, unspecified, urinary tract infection, pelvic pain female, adenomyosis, menorrhagia, ovarian pain, cervical spinal stenosis, panic attack, migraine, hypertension, abdominal operation, morbid obesity, pelvic pain, dysmenorrhea, parity 2 and gravida ii. Previously administered products included: mirena for amenorrhea. The patient had a family history of diabetes mellitus, hypertension, cancer and stroke syndrome. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1608 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required) via surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: clinical information: severe menorrhea. Pelvic pain, dysmenorrhea, menorrhagia. Dilation and curettage. Intraoperative consultation: frozen section diagnosis: endometrial curettings: predominantly mucus with small amount of benign endometrial tissue. Gross description: the specimen is submitted as "endometrial curetting. Uterus tubes. The corpus is bivalved and the uterine cavity measures 3.5 cm in length and up to 2.0 cm wide. It contains plastic t-shaped foreign body measuring 3.5 cm in length and up to 3.5 cm wide. Both tubes contains segments of metal coiled wire measuring approximately 3.0 cm in length by 0.1 cm in diameter. The distal tip of one of the metal wires protrudes from the fallopian tube wall, 2.0 cm from the cornu. Comment: it is noted that the tip of one essure coil protrudes through the wall of one fallopian tube. No associated hemorrhage, significant inflammation or mesothelial reaction is identified in the histologic section. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.